Manufacturer narrative:
(B)(4). Evaluation was performed using information provided by the customer, a complaint search, labeling review, and a product safety analysis of the architect system. The architect system operations manual provides adequate instructions involving electrical and chemical hazards and provides an emergency shutdown procedure. Product evaluation indicates the architect i2000sr is certified to the appropriate us, (B)(4), and international safety standards that apply to electrical equipment for measurement, control, and laboratory use. Service history review did not find any additional incidents where an overflow of liquids caused smoke to be emitted from the architect i2000sr, serial number (B)(4). A complaint review did not identify any other complaints of overflowed wash buffer onto components causing smoke to be emitted from the analyzer. Based on the available information, no product deficiency was found for this issue.

Event description:
The customer stated that wash buffer overflowed inside the architect i2000sr analyzer. The customer turned off the power to the analyzer. Abbott field service was dispatched to replace damaged components due to the wash buffer overflow. Upon initial attempt to power the analyzer back up after component replacement, the field service representative observed smoke. No fire or sparks were observed. No injury was reported. The field service representative verified repair of the analyzer. Daily maintenance and quality control values passed within specifications.